Event description:
Report received from attorney alleging...."catheter implanted into pt was defective in that it was leaking in two places where it was not supposed to leak". Pt claims injury and damage due to not receiving pain relief in area intended. Infusion of drugs into parts of body other than the spine caused additional pain and suffering. Actions taken in treatmemnt - unk. Pt outcome - unk.